Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod. The pod reportedly fell off the infusion site, causing the cannula to dislodge. The patient's parents tried to give correctional boluses, but the bg level wasn't stabilizing so they changed the pod. After the change, the bg level stabilized, and the patient resumed treatment.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.